Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on a pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal idler. There was no damage found on the clevis. Failure analysis investigation found following additional observations, which were not reported: there were indentations at the edge of the instrument's distal pulley and scratches on the surface of the pulley. The distal end of the instrument's main tube had a scratch mark showing material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. Failure analysis concluded that the pulley indentations were likely due to mishandling.